Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. It was reported the extraneal and physioneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.